Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. The difficult to remove cannot be tested in a lab environment, nor due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation could not determine the cause for the reported difficult to remove, and material separation. It is possible the balloon rewrap was sub-optimal causing resistance at the guide leading to the material separation, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the obtuse marginal coronary artery with mild tortuosity, moderate calcification and in stent restenosis. The patient had significant 3 vessel disease but they were not a candidate for bypass surgery. The 3.0x25 mm trek balloon dilatation catheter (bdc) was inflated once and deflated after use but during removal the balloon was lodged at the mouth of the guiding catheter. The balloon separated into two pieces. The balloon remained on the guide wire. The balloon and the catheter of the device were removed with the guide wire and guide catheter as a single unit. There was no replacement device. There were no adverse patient effects and there was no clinically significant delay in the procedure. The patient expired within 24 hours of (B)(6) 2022; however the cause of death was not provided and in the physician's opinion, the trek balloon did not cause or contribute to the death. No additional information was provided.